Event description:
Had spinal fusion (B)(6) 2013, developed tongue and lip swelling, swallowing problems and speech impairment 10 - 14 days post surgery. Told by surgeon not to worry about it would go away on its own referred to ent as a precaution. Allergic reaction got worse, tested for angioedema, sent to immunologist, sent to gi dr given no definitive diagnosis. Now almost 6 months later unable to swallow liquids without choking, lost over 30lbs, still being told its an allergic reaction but no one knows what the trigger is. Fibrin sealants were used during procedure tisseel and flo seal questioned surgeon regarding side effects of product he would not answer question. Now have appointment with cleveland clinic. Diagnosis or reason for use: #1 hemostasis, #2 hemostasis.